Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during operation , the wire could not be inserted into the right ventricular lead completely. Physician used another lead. No adverse consequences reported on the patient.